Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the cause of the (B)(6) and cellulitis was not determined. The cellulitis and (B)(6) resolved on (B)(6) 2017. The patient's weight was not measured. It was noted that the device was explanted and the disposition was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reporting the patient was admitted to the hospital on (B)(6)2016 by their primary care physician for pump pocket cellulitis, treated with IV antibiotics, and discharged on (B)(6)2016 on empiric oral antibiotics. It was noted the patient had erythema and tenderness along the pump pocket incision. Laboratory testing was done and the patient had elevated white blood count at 14.19. The patient was administered IV abx followed by oral abx. The patient was given numerous courses of oral abx prescribed by infection disease doctor from (B)(6) 2016 through (B)(6) 2017. A CT scan without contrast was performed and there was small fluid collection over the pain pump area. The healthcare provider thought the cellulitis was resolved by (B)(6)2016, but by office visit on (B)(6)2016, the pump pocket erythema had worsened and the patient was referred back to the infectious disease doctor. The patient was examined with an area of redness 20cm long by 10cm wide extending to umbilicus. The patient was examined again on (B)(6)2016 and an area of redness on the patient's abdomen was much more red and spread much further across the abdomen. The patient had a pump pocket seroma evacuation on (B)(6)2017. Laboratory testing was done and (B)(6) epidermidis grew in the culture of seroma, treated with oral abx. The patient was examined on (B)(6)2016, and office noted recorded the patient completed oral abx but their abdomen was still red and swollen. There was no mention of cellulitis at the patient's next visit on (B)(6)2017, however on (B)(6)2017 the patient still had an area of redness around the pump pocket. The patient remained on oral abx. The patient was seen on (B)(6)2017- and (B)(6)2017 with a mild pump pocket erythema present. Plans were initiated for maintenance pump replacement which was accomplished on (B)(6)2017. The issue resolved without sequelae on (B)(6)2017. It was indicated the event was possibly related to the device or therapy. It was noted the event resulted with in-patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 psr (hcp, sdy): information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded sufentanil 325mcg/ml for a total dose of 1184.96mcg/ml and bupivacaine 25mg/ml for a total dose of 14.227mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was admitted to the hospital on (B)(6) 2016 by their primary care physician (pcp) for pump pocket cellulitis. The patient was treated with intravenous (IV) antibiotics, and was discharged on (B)(6) 2016 on empiric oral antibiotics and would be managed by infusion healthcare provider (hcp). The cellulitis was thought to have resolved by (B)(6) 2016, but by office visit on (B)(6) 2016 the pump pocket erythema had worsened and the patient was referred back to infusion hcp. By (B)(6) 2016, the patient required seroma evacuation in office. The culture of the seroma fluid grew (B)(6), was treated with oral antibiotics by hcp. Office notes on (B)(6) 2016 recorded the patient was completing oral antibiotics. There was no mention of cellulitis at the patient's next office visit on (B)(6) 2017; however, on (B)(6) 2017, the patient still had an area of redness around pump pocket, and patient remained on antibiotics. Plans were initiated for maintenance pump replacement , which was accomplished on (B)(6) 2017. The replacement was delayed by insurer. The event date was (B)(6) 2016. No further complications were reported/anticipated.